Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the vessel sealer extend (vse) instrument was used to seal and cut a right adrenal vein coming off the inferior vena cava (ivc). The first seal was near the ivc. Then the surgeon used the vse instrument to seal closer to the adrenal gland. When the surgeon cut the vessel closer to the adrenal gland, bleeding occurred. The estimated blood loss was approximately 25ml. The surgeon repaired the bleed with a stitch and a clip. Reportedly the patient had a history of cushing¿s disease, resulting in softer, more fragile tissue. The surgeon believes the seal may not have been complete on the adrenal side seal. No errors or faults were displayed by the system during the event. The surgeon heard appropriate sealing tones from the generator while sealing with the vse instrument. Additionally, the vse instrument was used later in the case on smaller vessels, with no issues. No blood transfusion was needed. The procedure was completed robotically with a less than 15 minute surgical delay. The vse instrument is not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. No photos or videos were available for review. The patient¿s post-operative hemoglobin was checked twice with no drops noted.